Event description:
It was reported that when the device was used during a laparoscopic-assisted vaginal hysterectomy, it fired with difficulty and did not create complete staple lines. It is unknown how the case was completed or if there was any pt consequence